Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue few days post initial implant. Upon interrogation, the patient had ventricular rate of 120 beats per minute. The device was reprogrammed and the patient symptoms were improving. The patient would continue to be monitored.